Event description:
A falsely depressed activated partial thromboplastin time (aptt) clotting time result was auto-verified on the bcs(r) xp system and reported on a patient sample. The test coagulation curve was subsequently reviewed manually within the laboratory. The laboratory called the floor to retract the autoverified result as falsely depressed.the patient had expired in the interval between the autoverification and the call to the floor to retract the result. Patient treatment was not altered or prescribed on the basis of the falsely depressed aptt.

Manufacturer narrative:
The cause of the falsely depressed aptt result is unknown. The account states that qc and other patients before and after the samples on this individual patient were acceptable. These questionable results were patient specific. Siemens healthcare diagnostics is investigating the incident.the instrument is performing within specifications.no further evaluation of the device is required.